Event description:
It was reported that during a laparoscopic prostatectomy procedure, the trocar was leaking from valve, it was noticeable during instrument exchanges when removing the instrument. Instruments used 5mm ultrasonic and 5mm instruments. There was no drop in abdominal pressure noted. They continued to use the port. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).